Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On approximately (B)(6) 2024, the cgm reading low, and the patient self-treated with eating food and went to bed after. The started to feel unwell after the treatment and experienced a seizure. During the seizure the patient fell on the edge of the bed and injured her ribs. When a fingerstick was taken the cgm was reading 2.2 mmol/l and the blood glucose reading was 21.0 mmol/l. The patient was treated by their daughter with initially 6 units of insulin and later 4 units more. The patient recovered after treatment and no hospital was visited. At the time of the report the patient was tired and reported to have bruises from the fall. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.